Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported she received a "77" on the display screen of her insulin infusion device. She stated she is aware of the power pack recall. The patient was advised to discard all recalled power packs. She stated she has a corrected power pack. She was instructed to insert the corrected power pack and when she did so the pump worked properly. The patient stated she did not keep the recalled battery. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.